Event description:
Patient's urinary cath was inserted and 10ml of sterile water was inserted to inflate the balloon. There was immediately water spraying, and pinprick leak detected coming from the sterile water line. Balloon was deflated with less than 10ml, cath removed with balloon completely deflated. Required a second cath insertion.